Event description:
It was reported that a vial-mate reconstitution device was leaking after reconstitution, as the nurse was hanging the bag. The reporter stated that the leak was observed between the white and blue plastic. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was visually inspected and functionally tested. No malfunctions were observed. Should additional relevant information become available, a supplemental report will be submitted.